Manufacturer narrative:
(B) (4)

Event description:
It was reported that the pt experienced a shocking and jolting sensation when interrogating the implantable neurostimulator with the pt programmer. The pt experienced the shocking and jolting prior to being hit in the head at work. The reporter tried to recreate the event with the pt programmer. But the event could not be repeated. Impedance measurements were reported as normal. Additional info has been requested, but was not available as of the date of this report.